Event description:
It was reported that the haptic became distorted when inserting the lens into the eye. The incision was enlarged for removal and another z9002 lens was inserted. No patient complications were reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to abbott medical optics (amo) product evaluation laboratory. Inspection revealed that the lens was torn with one haptic/optic tear. There was also evidence of viscoelastic, ophthalmic viscosurgical device, (ovd) on the lens, which is not inconsistent with an explanted lens. While the specific cause of this event was not confirmed, it does not appear to be related to the manufacturing process as prior to release to market the intraocular lens met all manufacturing specifications. Additionally, a follow up provided by the surgeon noted the patient was doing fine. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, another supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Prior to market release the lens met manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.